Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two 325cc mentor siltex round spectrum saline breast prostheses, suffered left breast implant deflation post-operatively. The patient noticed the asymmetry a year ago and deflation was confirmed by their doctor on (B)(6) 2019. As a result, the patient underwent implant explantation on (B)(6) 2020.

Manufacturer narrative:
On april 27, 2020, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: during visual evaluation of the product parallel lines of shell wear, were observed on the anterior view aspect. Leak testing was performed in accordance with mentor's procedures and a tear was observed on the posterior view, measuring 0.4 cm. Microscopic examination was performed and the cause of the deflation could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Regarding the shell wear, it suggests in-vivo folding or creasing of the device. This may also be the result of the continuous and sustained stresses to the device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).